Event description:
A report was received that the patient underwent an unknown procedure wherein an ipg was returned for an unknown reason. No further information could be obtained.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient underwent an unknown procedure wherein an ipg was returned for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Correction to fu #1 MDR in field should have been (B)(6) 2017.

Event description:
A report was received that the patient underwent an unknown procedure wherein an ipg was returned for an unknown reason. No further information could be obtained.